Manufacturer narrative:
According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), the gore® tag® thoracic endoprosthesis is not recommended in patients with known sensitivities or allergies to eptfe, fep, gold, nickel, or titanium. Complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: allergic reaction (e.g., to contrast, anti-platelet therapy, stent graft material). Medications benadryl oral and topical, aspirin, heart burn medications (type unknown), medical marijuana, and over the counter medications (types unknown). The review of the manufacturing paperwork verified that these lots met all pre-release specifications. Additional devices implanted: tgu312610/10265476 and tgu313110/10483573. (B)(4).

Event description:
On (B)(6) 2015, the patient was treated for a thoracic aortic aneurysm using conformable gore® tag® thoracic endoprostheses. It was reported metal clips (manufacturer unknown) were left behind in the patient¿s right femoral artery. It was reported ¿days¿ after the surgery the patient was experiencing severe itching that has lasted 3.5 years. The patient reportedly underwent an allergy test at a dermatologist confirming the patient has a nickel allergy. The patient is reportedly being monitored.